Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the left anastomosis was treated with a medtronic pta balloon catheter. Approximately 10 months post index procedure, the patient suffered avf shunt stenosis. This was treated with medication and non-medtronic pta in the venous outflow. The investigator assessed this event as not related to the device, procedure or paclitaxel. Sponsor assessed this event as not related to the device, procedure or paclitaxel. The patient recovered. Cec adjudicated event is not related to procedure or therapy but related to device. Revascularization is clinically driven target lesion revascularization.